Event description:
Information received notes that interrogation revealed back- up mode. The measured data was 2.32v, 6ua, <1 kohms. After rebooting the programmer, the device was still in back-up mode, but the measured battery data was 2.76v, 10ua, <1 kohms. Dashes (---) were noted for the sensor parameters and intermittent capture was observed. The device could not be programmed and a download attemmpt was unsuccessful. The patient was not pacemaker dependent.